Event description:
Procedure type: low anterior resection. According to the reporter: the instrument worked properly, but after the bowel was transected and the instrument was removed, it was observed that the bowel was not stapled. There was leakage from the open bowel (specimen) end into abdomen. A pursestring was then applied to the bowel as normal and the leakage was cleared. Patient's current status is fine. No further patient information could be obtained.

Manufacturer narrative:
Initial report sent: 04/16/2008.